Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adiposehyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan received a report that a female patient was treated on 12/2014 with cool sculpting to the upper/mid flank and on (B)(6), 2015 on hips and mid flanks. On (B)(6), 2015 the patient noticed bulging at the bra fat area consistent with placement of mid-flank cool sculpting treatments. Following treatment, the patient was given liposculpture as an option to resolve the contouring issues. On (B)(6), 2015 the patient was assessed by physician who diagnosed upper/mid flank and hips and mid flanks has developed paradoxical hyperplasia (ph).the patient has a defined bulge on both sides the largest is the right side.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2014 with cool sculpting to the upper/mid flank and in (B)(6) 2015 on hips and mid flanks. Between (B)(6) 2015 the patient noticed bulging at the bra fat area consistent with placement of mid-flank cool sculpting treatments. Following treatment, the patient was given liposculpture as an option to resolve the contouring issues. On (B)(6) 2015 the patient was assessed by physician who diagnosed upper/mid flank and hips and mid flanks has developed paradoxical hyperplasia (ph). The patient has a defined bulge on both sides the largest is the right side.

Manufacturer narrative:
Corrected data d1 - brand name.